Event description:
Late in the evening, we identified a drug packaging error where hydroxyzine was in packaging labeled labetalol. All medication dispensing machines that contained labetalol were inspected and we found this error in three areas. The medication was pulled and replaced with the correct medication. We are in the process of trying to determine how this happened and how many might have been dispensed. The manufacturer is coming to run some tests tomorrow. We have received no reports of adverse effects to patients at this time. The number of times the wrong drug made it to the patient, if any, is still being investigated.